Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, when the pocket was being closed there was noise on the right atrial (ra) lead. The device was removed from the pocket and the ra lead was reconnected but the noise continued when the device was in the pocket and being manipulated. The ra lead was retested with the analyzer and there was no noise, so a device grommet issue was suspected. However, when the ra lead was connected to a second device the oversensing noise on the lead still occurred. The ra lead was removed and replaced with a new lead which did not have noise on the analyzer. The initial device was connected to the new lead and noise was seen. The device was removed and replaced. The second device was connected to the new lead and the system again had noise and a suspected grommet issue. Medical adhesive was applied to the device grommet and after 10 minutes the noise resolved. The device and ra lead remain in use. No patient complications have been reported as a result of this event.